Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009; sedr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead had increased and high thresholds, high impedance and a possible fracture. The lead was explanted and replaced. The atrial lead had high impedance and a possible fracture. The atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.